Event description:
It was reported that while unpacking the ultra-thin sds balloon dilatation catheter in preparation for an angioplasty, the balloon protector was removed and the catheter shaft broke into two pieces approx a centimeter from the balloon. The procedure was successfully completed with another of the same device. No pt complications were reported and the pt's status is unk.

Manufacturer narrative:
(B)(4).